Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 radio frequency programmer head; product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the radio frequency programmer head were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the radio frequency programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned. Medtronic (B)(4) service confirmed the phenomenon (telemetry failure) and requested test, calibration and updates. The updates were completed per request, files and folders were retrieved and then downloaded and software was reloaded. The programmer passed all final functional and systems tests and no other anomalies were found. Product ID 2067 radio frequency programmer head; product ID 229047 software analyzer; (B)(4).